Event description:
During follow-up, it was not possible to interrogate the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis performed indicated that it exhibited normal device characteristics. The device was able to maintain bluetooth communication for an extended period of time without any anomaly.